Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the patient experienced a skin reaction in the surrounding areas of the sensor patch. The sensor was inserted on (B)(6) 2017 at the upper buttocks. The reaction was described as redness, itchiness, tender to touch, and puss coming out. Affected area was treated with triamcinolone, prescribed on (B)(6) 2017. At time of contact, patient is better. No additional patient or event information was provided. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. It was reported that the patient was under 2 years of age. Labeling indicates: the dexcom g4 platinum (pediatric) continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes.